Manufacturer narrative:
Section a1-a4: there was no patient involved. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a cable fault, and that the wrench symbol lit up when the mobile power unit (mpu) was plugged in.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was unable to be confirmed. The mobile power unit (mpu) (serial: (B)(6) was not returned for analysis. Log files were not submitted for review. Initially provided information indicated that there was a "cable fault" and the wrench symbol lit up when the mpu was plugged in. Additional information also indicated that it was unknown if the issue was with the patient cable or the power cable. Multiple attempts were made to request the return of the affected product, however, it is unknown if/when the product will be returned. The investigation will be closed. If the product returns the event will be re-opened and the product will be evaluated. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 8 of the IFU ¿ ¿equipment storage and care¿ and section 6 of the patient handbook ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The IFU and the patient handbook caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: there was a patient involved in this event, however additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. The manufacturer is closing the file on this event.